Event description:
It was reported that bd iag bc pro global wing needle pierced the catheter. The following information was provided by the initial reporter, translated from french to english: the ides say that there's a little power struggle that there usually isn't and the last one says "during insertion, the trocar went through the plastic tube".

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received 2 sealed and 1 unsealed 20ga x 1.00in. Insyte autoguard bc pro winged unit from lot number 3320937. A leak test was performed on the unsealed catheter where no leaks were discovered. Microscopic analysis did not discover any leaks that may resemble a spear through. Visual inspection did discover that the unsealed unit had a slightly bent cannula at the base of the needle hub. The 2 sealed units were visually inspected, and no spear throughs were evident. Your reported issue could not be confirmed, but the a ¿needle bent¿ was discovered from the unsealed unit. During manufacturing it is possible that the cannula was bent during the lubrication process. The cannula is dipped into a lubricant bath. Machine misalignment may cause the cannula to get bent. Scrap monitoring and a 100% vision system is in place to mitigate the occurrence of this defect. Additionally, this defect may occur during needle cover removal, during use, or during opening of the package. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
No additional information.